Event description:
Patient was revised to address infection, poly wear and osteolysis. Loosening of the tibial and femoral component was also reported but was at the bone/cement interface. The cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this reported event remains implanted. No revision surgery has been reported. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions about the reported event based on the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.